Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a blood back. There was no patient harm reported.

Manufacturer narrative:
The customer has not requested getinge to evaluate the iabp in connection with this event. However, the customer has advised that blood could be seen in the pneumatic module and going into safety disk. Customer replaced pneumatic module and safety disk. Ran device through all calibration tests and functionality tests. Passed all tests. Device is back in service. This report is being submitted as the result of a retrospective review conducted in CAPA 584165. Evaluation not requested by complainant.